Event description:
It was reported that a home patient (hp) heard air coming from their transfer set. The hp was connected at the time of the event. This occurred during initial drain of peritoneal dialysis therapy. The hp stated that they were going to go without therapy for the night. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.